Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided. (B)(6).

Event description:
According to the reporter, during a laparoscopic colectomy procedure, they tried to fire the handle, but it got stuck at the beginning of the fire, ¿with the blue light and illuminated green on the reload.¿

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the reload noted a full complement of staples. Functional evaluation of the reload noted that all staples were placed in test media after firing. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.